Event description:
The event is reported as: the customer reports a connector leak at the wall connection.

Manufacturer narrative:
Product usage at the time the issue was encountered is unk at this time. The device sample was not returned for eval at the time of this report.